Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device was implanted on (B)(6) 2024 without problems. The patient came to the hospital after receiving a shock. The hospital discovered that the lead was dislocated (due to reel syndrome), and its tip had come close to the device. When the device was interrogated, the voltage was 3.09 v, the capacitor charging time was 40 seconds, and the battery estimate was less than 3 months. A total of 16 shocks were delivered, one of which was correct and effective for a vf episode. The patient reports having fallen. The center has decided to place a new lead and ICD due to the elevate charging time. The center would like to know why the charging time was so long.

Event description:
Reportedly, the device was implanted on (B)(6) 2024 without problems. The patient came to the hospital after receiving a shock. The hospital discovered that the lead was dislocated (due to reel syndrome), and its tip had come close to the device. When the device was interrogated, the voltage was 3.09 v, the capacitor charging time was 40 seconds, and the battery estimate was less than 3 months. A total of 16 shocks were delivered, one of which was correct and effective for a vf episode. The patient reports having fallen. The center has decided to place a new lead and ICD due to the elevate charging time. The center would like to know why the charging time was so long.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached report the reel syndrome (patient touching/turning its ICD system) reported, led to the dislodgement of the ICD (rv) lead with 2 consequences: - the rv lead detected some noise leading to trigger charges and shock - the shock delivered with the rv lead in contact with the ICD led to an overload and to damage the ICD (at diamond chip level). Diamond chip was damaged on 6 october 2024 by the shock on short-circuit (overload); after this date, there is no more effective charge / shock.